Manufacturer narrative:
B3: the event was observed on an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) non-vented high-volume inlets had small "specks, lint" and visible marks that suggest possible "micro holes". This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.